Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and there was a anomalous current leakage on the hybrid. The cause of the field event was due to a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. Device interrogation revealed change time limit slightly longer than expected, but still within the range. All other measurement were stable and in range. The device will be explanted and replaced. Explant date to be determined.

Event description:
New information received indicates that the patient felt vibration alert for out of range charge time. The device was explanted and replaced. The patient was stable post-procedure. The device will be sent for analysis.